Event description:
It was reported that during a case using the spine guidance software, there were inaccuracies. The procedure was completed successfully with no adverse consequences and a surgical delay of less than 30 minutes.